Event description:
The MFR received info that a ventilator's active exhalation control module malfunctioned. The device was not in pt use. During the device eval at the MFR's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.